Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced cannula issues with eight infusion sets. The cannulas were kinked. The event occurred on 22-jul-2024, 25-jul-2024, 31-jul-2024, 06-aug-2024, 11-aug-2024, 14-aug-2024, and 15-aug-2024. Infusion sets were used for a few hours. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 8.